Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a other (unusual product issue) issue. The reporter alleged that the pump was not delivering insulin properly. The patient was allegedly experiencing elevated blood glucose levels with no specified numbers or reported symptoms; which does not meet animas¿ criteria for an adverse event. The patient was reportedly bolusing more than normal. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 04/23/2014-device evaluation: the pump has been returned and evaluated by product analysis on 04/09/2014 with the following results:a review of the total daily doses showed that they added up to correctly reflect the user¿s programmed basal rates. No activity outside of normal use was shown in the pump¿s histories. The pump passed a delivery accuracy test and was found to be delivering within required specifications.